Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse stated that the batteries in the insulin pump were only lasting a couple of days. Troubleshooting was performed, and it was found that the customer was not practicing the recommended battery maintenance and changing technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.